Manufacturer narrative:
The cage is not available for evaluation. Review of the device history record found the lot met specification requirements when released to stock. The cause of breakage cannot be determined. However, the application of excessive force upon the cage during insertion can result in breakage. This type of event is not unanticipated and the instructions for use (IFU) supplied with the device cautions against the use of excessive force. At this time, the complaint is considered to be closed.

Event description:
Int'l affiliate reports that the lumbar spacing cage fractured during insertion. The main cage fragment could not be removed and was left in the disc. The affiliate supports there were no adverse consequences to the patient. The surgical procedure was delayed more than 15 mins.